Manufacturer narrative:
Insulin pump was received with missing segments or partial display due to cracked and bleeding on lcd glass. Unit was received with broken belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen was smashed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.